Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. The reported event involves devices originating from only one 10-pack of needles, which is already reported/captured under MFR report# 0001825034-2025-00922.

Manufacturer narrative:
(B)(4). D10: item# 110005242; lot# 0002627887. Item# 110005242; lot# 0002627887. Item# 110005242; lot# 0002627887. Item# 110005242; lot# 0002627887. E1: full establishment name - (B)(6). G2: foreign - event occurred in china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the hospital's inspection, they had discovered that five juggerknot products showed green contamination in the inner packaging. Attempts have been made and no further information has been provided.